Event description:
It was reported that this device was emitting tones. A data download from the same day as the reported tones did not indicate any alerts that would constitute beeping. The following day, a boston scientific technical services consultant identified a red alert had generated for an out-of-range shock impedance measurement of 125 ohms. Review of the presenting electrogram (egm) confirmed the right ventricular (rv) and shock channel were clean and artefact free. The trend over the past year suggested a gradual rise in shock impedance since implant. The consultant stated that such a gradual rise in shock impedance could be attributed to calcification or mineralization on the coil. Troubleshooting was discussed and recommended with the intention to confirm normal device operation and ensure delivered impedance is below 145 ohms. The patient was already on his way to the emergency room for system evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.